Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient indicated that they weighed (B)(6) on (B)(6) 2017. The stimulator was not making contact all the time. The patient stated that a manufacture representative (rep) said the two contacts on the bottom were not working at all and they stopped working. An x-ray was taken which showed the probe had moved down. It was determined that the probe was loose. It was determined that a whole new unit was needed because of the newer style probe. As soon as their authorization is approved the doctor and rep would do the surgery to resolve the loss of stimulation moving to a new spot. The patient noted that the rep that was sent was very good and knew everything about the problem. No further complications were reported/are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery and spinal pain. It was reported that the patient met with a representative (rep) a couple weeks ago and they performed some adjustments. The patient reported that it seemed to work for a few days, but then it seemed like the stimulation was not working like it should. They stated that it would work in some positions, but in others it would not. The patient reported that when they were feeling stimulation the setting 150 worked well. They reported that the rep had to turn it up to 560 which was just right at that time, but a few days after they met, the patient stopped feeling stimulation. The patient was to follow-up with a healthcare professional (hcp). Additional information was received from the spine center on (B)(6) 2017. They were requesting a rep so they were transferred to have one paged. Additional information was received from the patient on (B)(6) 2017. The patient stated that the steps taken to resolve their stimulation not working in some positions included meeting with a rep who stated that two contacts were not working. The rep reprogrammed it and it seemed to work okay. Since then the problem has moved and needs to be looked at again. They called and had an appointment on (B)(6) 2017. No further complications were reported/are anticipated.